Event description:
Mom reported that pt experienced permanent vision loss od about 6 years ago. Mom stated that the event occurred while pt was in another country on a school trip. Pt was seen by an ecp and referred to "a specialist" who sent her to the hosp. Pt was diagnosed with infectious cornal ulcer od, corneal scraping was performed. Pt was hospitalized for 3 days then discharged. Treatment regimen on discharge included instillation of 2 different types of eye gtts every 30 mins. Mom stated pt might have a corneal transplant and declined disclosing any further info regarding the ecp name, number, etc. Mom would not disclose the pt's info. Vistakon contacted the medical records dept. The hosp refused to release info without a signed medical release of info consent form from the pt. No additional info is expected. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
No conclusion can be drawn.